Manufacturer narrative:
Date sent: 05/12/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient.